Event description:
It was reported that the patient experienced chest pain, fatigue, and a rapid heart rate. The right ventricular (rv) lead was undersensing and had an increased threshold; chest x-ray showed the lead was dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.